Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (history/settings issue) issue. There was reportedly a missed bolus not recorded in pump history. Customer support (cs) reviewed the pump history and noted on 05/11/2013, one bolus did not record in the bolus history or in the total daily dose. The patient reportedly believed that he bolused 3 times on (B)(6) 2013 and never missed a bolus. The time and date were reportedly found to be correct. The patient¿s blood glucose (bg) value was reportedly in the 200mg/dl range which was higher than usual for him. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: a review of the pump¿s history showed that no boluses were delivered or programmed on 05/11/2013. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded. No hypersensitive keypad buttons were observed during testing of the pump. The pump was exercised for 24 hours with no errors, alarms, or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.